Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited noise. No patient symptoms were reported. On (B)(6) 2015 the lead was explanted and replaced.